Event description:
Customer reported receiving an error 4 when inserting a test strip into their freestyle blood glucose monitor. During investigation memory overwrite was exhibited. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is operable and gave a result of 101mg/dl with mid control solution. Customers and retailers have been informed through the fa16may2006 letter.